Event description:
The patient experienced a "tremble" in the right side. The doctor thought it happened due to a lead problem. The patient had an operation to change the lead. To ensure the smooth operation, the doctor cut the older lead and pull it out. Additional information was requested.

Manufacturer narrative:
(B)(4)